Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a ureteroscopic soft right kidney stone titanium laser lithotripsy for stone extraction procedure in the kidney, performed on (B)(6) 2023. During unpacking, it was found that the middle of the stent was fractured. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation and magnification noted that the device suture hole was torn until the tip and strangled. The positioner was returned in good condition, however, the suture was not returned. A functional test was performed and a mandrel of 0.039'' passed through the stent without resistance. No other problems with the device were noted. The reported event was not confirmed. Based on all the gathered information, these failures could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use in preparation, these factors could have caused the torn and the strangled observed. This consequently affect the performance of the device. The suture string/retrieval line may be removed before stent placement. The retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line. The time of event occurred during preparation, which means the suture must have been cut and gently removed, however, the evidence shows the contrary with the found problems. The reported malfunction of "stent shaft break" could not be confirmed due to the detachment was not detected during the analysis and neither a related issue with the reported allegation, additionally, the device was found torn/strangled and not detached. Therefore, failure to follow instructions is selected as the most probable root cause for the complaint.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a ureteroscopic soft right kidney stone titanium laser lithotripsy for stone extraction procedure in the kidney, performed on (B)(6) 2023. During unpacking, it was found that the middle of the stent was fractured. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.